Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that his onetouch ping meter was reading inaccurately high compared to his feelings. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow-up call with the patient. The patient reported that on (B)(6) 2011 he obtained an alleged high blood glucose reading of "18.1 mmol/l" at 5:56pm. In response to the reading, the patient claimed he injected 7 units of insulin and approximately 1 hour later began to feel "irritable". During the initial call, the patient informed the csr that he associated the symptom with a low glucose; however, during the follow-up call, the patient informed the csr that when his readings "go above 18.0 mmol/l he becomes very irritable and unpleasant to be around". The patient reported that at the onset of the symptom he tested with the subject meter and obtained a reading of "5.7 mmol/l". The patient stated he ate cake and felt better shortly afterwards. At the time of troubleshooting, the csr discovered that the patient was using test strips that were stored outside of their container. The patient reported having 3 different test strip lot #; however, did not know which lot of test strips he was using since they were all stored together loose in the meter's carrying case. This complaint is being ruled-out as reportable event due to the following conclusion(s): the patient's symptoms and blood glucose readings do not meet lfs criteria of a serious injury. In addition, there is no indication of a malfunction with the subject meter. The patient was using test strips that were stored outside of the test strip vial that may contribute to inaccurate results. However, this complaint is now being reported due to the outcome of product analysis investigations. Lifescan received the meter and test strips involved with this complaint and completed device evaluations on (B)(4) 2011 and (B)(4) 2011, respectively. Investigation was not able to confirm the alleged issue with the returned meter; however, an unreported issue was discovered during testing. The meter was displaying the low battery message. The battery was replaced and the meter turned on successfully. Control solution tests were performed with the returned test strips and the results were above specifications.

Manufacturer narrative:
The 510(k) # is k080639.